Event description:
It was reported that the patient had been using a couple of bard red rubber catheters for years (pcn (B)(4)). Patient wanted to know why there was such a difference in the durometer between these two catheters and reported that catheter 94200 was the hardest, and patient had just poked a hole in the colon. Patient had then started antibiotics and decided to go to the hospital later. Patient did not think that this was a defect in the product, and was only curious as to why there was such a difference between the two catheters. Per follow up via phone on (B)(6) 2021, the customer stated that the 94200 catheters in the most recent order were harder than previous once received. The customer noted the catheter poked a hole in the colon and resulted in bleeding. The bleeding stopped on its own but the customer was prescribed antibiotics as a precaution.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator error¿. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had been using a couple of bard red rubber catheters for years (pcn 94160 and 94200). Patient wanted to know why there was such a difference in the durometer between these two catheters and reported that catheter 94200 was the hardest, and patient had just poked a hole in the colon. Patient had then started antibiotics and decided to go to the hospital later. Patient did not think that this was a defect in the product, and was only curious as to why there was such a difference between the two catheters. Per follow up via phone on 05apr2021, the customer stated that the 94200 catheters in the most recent order were harder than previous once received. The customer noted the catheter poked a hole in the colon and resulted in bleeding. The bleeding stopped on its own but the customer was prescribed antibiotics as a precaution.